Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited noise, high capture threshold and low pacing impedance. No changes or intervention was performed. The patient is in stable condition.